Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00899. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the calibration and test cut were not checked due to a damaged comb and the ratchet was not working. The ratchet gear, gear, comb, bottom roll, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that the carrier does not pass through the mesher when in use, and mesher/cutter sit high. The event timing outside of surgery. Therefore, there was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is complete, no further information to provide.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.